Event description:
It was reported through the litigation process that, sometime after the port placement, the patient was diagnosed with an unspecified infection and thrombosis. It was further reported that the patient eventually expired. However, the cause of death was not reported.

Manufacturer narrative:
H11: the date of death for this patient was not provided therefore, the date of death has been updated as (B)(6) 1900 to meet the MDR submission requirement. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, sometime after the port placement, the patient was diagnosed with an unspecified infection and thrombosis. It was further reported that the patient eventually expired. However, the cause of death was not reported.

Manufacturer narrative:
H11: the date of death for this patient was not provided therefore, the date of death has been updated as (B)(6) 1900 to meet the MDR submission requirement. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported device appeared to trigger rejection issue as no objective evidence was provided for review. The relationship between the alleged infection and thrombosis, including the patient death, cannot be determined based on the available information. A review of sterilization records, endotoxin testing results, and bioburden data was conducted in accordance with applicable quality system and regulatory requirements, and no nonconformances or anomalies were identified. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.